Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that during a pulse field ablation procedure, a farastar ablation generator was used, and an error 301 occurred. The issue was not resolved, and the procedure was not completed following this observation. No further information was provided. It was further reported that the procedure was performed under general anesthesia. The procedure was cancelled midway through the procedure after completing approximately half of the pulmonary vein isolation as the farastar generator experienced an error during the procedure, preventing its completion. The cancellation occurred during the procedure, after the patient was already under anesthesia.

Event description:
It was reported that during a pulse field ablation procedure, a farastar ablation generator was used, and an error 301 occurred. The issue was not resolved, and the procedure was not completed following this observation. No further information was provided. It was further reported that the procedure was performed under general anesthesia. The procedure was cancelled midway through the procedure after completing approximately half of the pulmonary vein isolation as the farastar generator experienced an error during the procedure, preventing its completion. The cancellation occurred during the procedure, after the patient was already under anesthesia.

Manufacturer narrative:
Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon field service maintenance at the site by a field service engineer, a 201 error was showing. The hv master pcba was replaced, and no more errors appeared after replacement. The system was then checked, and all functional and electrical safety tests passed successfully. Upon return of the device to boston scientific, the farastar hv master pcba was inspected for damage and defects. During inspection, a wire was found soldered between r237 and tpp3. The unit was then placed in a known-good gold generator for functional testing. Upon power-up and self-test, a 201 fault was generated. Based on the associated binary code, the channel 2 gate driver (u13) was identified for further evaluation. Testing of u13 showed that its output voltage was below the expected 5 v level. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farastar device confirmed that the events of "ablation delivery is inhibited until the condition is corrected" and "additional intervention required" are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farastar device is acceptable. Investigation conclusion: based on all the available information, the cause of the reported system errors were likely attributed to the device design, as the channel 2 failure.

Event description:
It was reported that during a pulse field ablation procedure, a farastar ablation generator was used, and an error 301 occurred. The issue was not resolved, and the procedure was not completed following this observation. No further information was provided. It was further reported that the procedure was performed under general anesthesia. The procedure was cancelled midway through the procedure after completing approximately half of the pulmonary vein isolation as the farastar generator experienced an error during the procedure, preventing its completion. The cancellation occurred during the procedure, after the patient was already under anesthesia.

Manufacturer narrative:
Upon field service maintenance at the site by a field service engineer, a 201 error was showing. The hv master pcba was replaced, and no more errors appeared after replacement. The system was then checked, and all functional and electrical safety tests passed successfully. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The analysis of available information did not identify a specific complaint cause.

Event description:
It was reported that during a pulse field ablation procedure, a farastar ablation generator was used, and an error 301 occurred. The issue was not resolved, and the procedure was not completed following this observation. No further information was provided.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.